Manufacturer narrative:
The field service engineer found the sample probe was clogged. He replaced the sample probe and performed adjustments successfully. He ran operational checks, mechanical checks, and precision testing that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. The initial total protein result was 2.0 g/dl and the initial albumin result was 1.7 g/dl. The repeat total protein result was 6.0 g/dl and the repeat albumin result was 4.4 g/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot numbers and expiration dates were requested but were not provided.